Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. 1. We tested the standby current of returned meter, the result was 1.2¿a. The criteria is <55¿a. Pass. 2. Meter setting, audio and all buttons function are ok. 3. We tested the suspected meter with in house control solution and in house strips (strip lot number:d160526-1). The control solution tests for level low were 63/59 mg/dl, for level high are 263/257 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. 4. Because patient did not send back his strips, so we tested the retain strips (same batch as patient's strip,lot number:d161012-1) with returned meter and in house control solution. The control solution tests for level low were 59/58 mg/dl; for level high were 248/239 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass .

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 1:30 am after the end user stated he received higher than normal blood glucose readings from his prodigy diabetes meter. The end user was found unconscious and his blood glucose reading at the time of the medical event was 347 mg/dl. The paramedics were called and upon their arrival they performed a blood glucose test with their meter but the end user could not recall the actual result. He received a glucose injection and was transported to the ER. Simultaneously his blood glucose reading in the ER was 52 mg/dl. He was given additional glucose to increase his blood glucose level. After 4 hours in the ER he was discharged with a blood glucose reading of 157 mg/dl.. No additional details were provided in regards to this medical event.